Event description:
A customer reported a "replace sensor" message with the adc device. Due to this issue, the customer was unaware when they became hypoglycemic and experienced a loss of consciousness. However, the customer indicated they were able to self-treat with cookies and glucose gel. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device. Due to this issue, the customer was unaware when they became hypoglycemic and experienced a loss of consciousness. However, the customer indicated they were able to self-treat with cookies and glucose gel. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.